Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that ventilator failed the flow transducer test during pre-use check. Patient involvement is unknown. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was not investigated on-site by the distributor field service engineer. Further information that was provided stated that the o2 wall gas supply system at the user facility was failing. When correct o2 gas was supplied to the ventilator, it passed flow transducer tests during pre-use check. Provided ventilator logs confirm several failed flow transducer tests during pre-use check on the reported event date. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the reported event is most likely attributed to insufficient wall gas supply system at the user facility. There is no indication of a ventilator malfunction at the time of the event.